Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life with damage) issue. It was alleged that the battery compartment was cracked, and the top of the battery cap was worn. There was no indication that the product caused or contributed to an adverse event. The issue is being reported because it may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission: 21-dec-2017. Device evaluation: the pump has been returned and evaluated by product analysis on 29-nov-2017 with the following findings: a review of the device history showed no evidence of short battery life; several cs177 battery alarm occurred due to normal battery wear. The battery compartment cracked from the threads to the case seal on the side. No evidence of moisture ingress was observed. The battery cap threads were stripped and was unable to fully secure to the pump; a power loss was observed. A test battery cap was able to fit securely. Current draws measured within specifications. The ez-prime steps were performed correctly with no issues. The pump case was removed and no evidence of moisture ingress or damage was observed. The complaint of a battery life issue was not duplicated during investigation.